Event description:
It was reported that the inflatable penile prosthesis (ipp) right cylinder presented a fracture and fluid loss. A surgical procedure was performed to replace the system. There were no patient complications.